Event description:
An 8fr angio-seal opened to close femur access. Two did not click together properly. Neither were placed in the patient. A third one was opened and clicked together properly and was deployed in patient. Ref# 610131 lot#0000471264. Reference report: mw5152510.